Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation found no damage or defects to the exposed soft cannula. Therefore, the cause of the reported pod cannula dislodge event could not be determined. The adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event. Therefore, the cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was unable to travel the complete fluid path due to an occlusion of crystalized insulin. Once the occlusion was cleared, fluid flowed freely, and no leaks were found. Therefore, no problem was found regarding the reported leaking during wear event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.5 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother reported that while attending a party, the pod's adhesive had separated from the pod infusion site (arm), causing the cannula to become dislodged. The pod was also leaking. As treatment, a new pod was applied.